Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from a ventral hernia repair, the patient experienced a seroma at the site of previous hernia. Seroma is secondary to hernia repair procedure.